Event description:
It was reported the patient was experiencing a loss of stimulation therapy due to high impedances on the lead and splitter. The patient underwent a revision procedure where the lead and the splitter was replaced. The patient was noted to be stable post operatively. The explanted lead and splitter was discarded at the facility and were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 668731.